Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pumping stopped and the user did not know why. Reportedly, there were no alarms that occurred and tandem technical support confirmed that no alarms occurred in the pump history. There was no impact to the user's blood glucose level. Reportedly, the customer changed their supplies and thought insulin delivery was resumed. A resume pump alarm occurred and the customer resumed insulin delivery.